Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. During the recorded period between 16-aug-2019 and 16-dec-2019, the right ventricular sensing amplitude was intermittently recorded between 3.5mvand 20mv. The right ventricular shock impedance was recorded between 80 ohms and 110 ohms with intermittent peaks onto greater than 150 ohms. In the provided iegm recordings artifacts were visible in the right ventricular and farfield, which led to the reported oversensing. The analysis of the provided radiographs gained no further information regarding the root cause. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 104 months, oversensing on the ventricular channel via homemonitoring was observed. The lead was capped.